Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 53 mg/dl were recorded by continuous glucose monitor (cgm) from 1:45:58 pm to 2:40:57 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 1:45:58 pm. A tubing fill of size 10.5487 units was observed on (B)(6) 2020 at 11:57:22 am. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 49 mg/dl were recorded by continuous glucose monitor (cgm) from 4:40:56 pm to 5:50:56 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:40:56 pm. A tubing fill of size 11.2762 units was observed on (B)(6) 2020 at 1:40:15 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unknown low blood glucose (bg) level. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.